Event description:
A customer reported receiving low readings on their adc blood glucose meter, which was perceived to be lower than what was felt. As a result, the customer experienced a loss of consciousness and was unable to self-treat. The emergency services were called and had received third-party medical treatment however, no treatment details were provided as they could not remember what treatment was rendered at the time of their medical event. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded, and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for freestyle libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. The date of event is unknown. The date entered in date of event is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in device manufacture date is the date abbott diabetes care became aware of the event. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.